Event description:
Source: (B)(6). This was my last option for struggling with a pain condition for 20 years, (B)(6) was implanted and right away had reactions to the surgical glue then kept noticing certain things that were I thought related to my healing started getting shocked nervous anxious insomnia confusion incontinent muscle spasms cramps burning tightening uncontrollable movements jerking restless legs overall not feeling connected to think move or anything properly period this was supposed to help me but instead it has been a total devastation & disappointment misleading to me and ultimately never mentioned anything about the possibility of these issues that I am dealing with in addition to my condition. I have been told that it is not just disrupting my pain signals to my brain but it's disrupting my entire system. Hospital visits urgent care as well as complete loss of trust in the medical system provides and being told the truth about my own medical issues concerns or situations. Now I have no where to go for pain management care or where to begin to explain my case. I do have a neurosurgeon willing to remove the device cause he personally called me to explain that the device is migrating and the leads that were supposed to be in my spine are now not and they are not connected and are not placed in position they are supposed to be in. Please help stop this from happening to others ..it's not humanly right or even a little bit okay for these reps doctors surgeons specialist to not be open to patients about the truth risks or even more so not humanly morally okay to be treated as guinea pigs for profit or gain. I am absolutely repulsed by the lies misguiding medical care and ultimately putting my life in their hands and trusted be get truth and professional accountability or anything something but unfortunately I have gotten nothing but more pain and truth is that I am in pain from a surgery that caused nerve damage nothing but used and lies and now I'm disabled for life in constant unimaginable horrific miserable pain and I have paid them to do it. Just unreal truly frightened struggling to just exist. Too much there's more but I have already said enough. Please stop these people from mistreating the hurting patients in search for relief truth and care. Thanks for your time and attention to my individual experience. Currently awaiting for surgery for removal of spinal cord stimulator. Product details: I have a spinal cord stimulator that was implanted in (B)(6) 2025. Disrupting my entire system migraines incontinent insomnia confusion anxiety nervousness shocking muscle spasms cramps pain tightness nausea restless legs high blood pressure chest pains.